Manufacturer narrative:
Since this device has not been returned to olympus yet, the exact cause of this phenomenon could not be conclusively determined. This report will be supplemented if this device is returned and any significant evaluation result is obtained.

Event description:
During a laparoscopic cholecystectomy using the subject device, a failure occurred where an ultrasonic output became unable to be activated even by stepping on the foot switch while no failure occurred in the beginning of the procedure. The procedure was completed with a spare device. There was no patient injury reported.